Event description:
It was reported that cartridge would not click into place, so customer discarded it and loaded new cartridge. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding further actions or the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.